Manufacturer narrative:
The lot number of the device involved in the reported event is not known, but it's possible that it could be from one of the following lots:4096351; 4096350; 4103163; 4034025; 3603342; 4116352; 4089477;3971696; 41031635; 4034030; 4953695.

Event description:
It was reported that a smiths medical disposable caused a smiths medical pump to alarm "no disposable" during a pre-test. No patient affected.